Manufacturer narrative:
(B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of (B)(4). The investigation is on-going. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
(B)(4) received a report that the heater-cooler system 3t displayed multiple error codes on the patient side during maintenance. There was no patient involvement.

Manufacturer narrative:
Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova deutschland. A service order was placed, however the customer called and canceled the service request before service could be provided and disclosed that the repair was completed internally. Through follow-up communication, livanova deutschland learned that the biomedical engineer replaced the cold cardioplegia pump motor and the distribution board to resolve the two reported error codes. The customer also stated that the other three pump motors (warm cardioplegia and both patient pump motors) were also replaced in time because shortly after the first occurrence and repair they experienced another ee5 error. The customer decided to replace the remaining pump motors as a precaution following the recurrence. Additionally, the customer mentioned that the tanks were found to be clean when they were inspected after removing the bridges to perform the repairs. The customer disposed of the replaced parts before they could be returned for further investigation. No further investigation is possible and a root cause could not be identified. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.